Event description:
It was reported during an arthroscopy procedure, it was noticed that the tip of the probe unit was missing. Further, the tip of the unit was not found, the account believes that it fell outside of the patient. The unit was replaced and the procedure was successful. It was further reported that a console was also being used at the time.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.